Manufacturer narrative:
Product has been received by zimmer biomet. Product evaluation relayed "the parts passed inspection of the outer profile with the exception of some deformed areas where the liner is damaged. This damage likely occurred during the procedure. This complaint is currently part of (B)(4) as well as (B)(4). Product likely left biomet control conforming" review of device history records found units released for distribution with no deviation or anomaly. Review of complaint history found no additional issues reported for this lot. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total hip arthroplasty on (B)(6) 2014, the g7 liner would not lock into the shell. Another liner was used to complete the procedure without delay.